Event description:
This supplemental report is being filed to include product investigation details.

Manufacturer narrative:
Product investigation was unable to confirm the reported observations. The lead was found to be electrically continuous with no fractures. The lead was determined to have met specification.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to perforation of the heart wall. No additional adverse patient effects were reported.